Manufacturer narrative:
A roche representative ran performance testing and full instrument checks. Upon review of the maintenance log, gaps on days (B)(6) 2021 were noted. A visual inspection of the sample showed fibrin clots and strands in the sample. The patient sample was repeated ten times on the complained analyzer on (B)(6) 2021, resulting in the following values: < 3.00 pg/ml accompanied by a data flag, no value with a sample clot flag, 3.24 pg/ml, < 3.00 pg/ml accompanied by a data flag, < 3.00 pg/ml accompanied by a data flag, < 3.00 pg/ml accompanied by a data flag, < 3.00 pg/ml accompanied by a data flag, < 3.00 pg/ml accompanied by a data flag, < 3.00 pg/ml accompanied by a data flag, and < 3.00 pg/ml accompanied by a data flag. Instrument checks recovered within specifications. The investigation could not identify a product problem. The specific cause of the event could not be determined. The investigation determined the event was consistent with a pre-analytic sample handling issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted in a troponin t value of 61.81 pg/ml accompanied by a data flag. The sample was repeated, resulting in a value of < 3.00 pg/ml accompanied by a data flag. Both initial and repeat values were reported outside of the laboratory to the doctor. The sample was repeated on a second e411 analyzer, resulting in a value of 3.50 pg/ml. The troponin t reagent lot number was 486252. The reagent expiration date was requested, but not provided.